Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Additional information: it was reported that a patient underwent an open abdominal surgery median longitudinal laparotomy (B)(6) 2013 and suture was used for abdominal closure. It was noted during the initial procedure that there was cecum gangrene. The patient experienced a wound dehiscence on (B)(6) 2013. A re-operation was performed at that time. The wound was reclosed with a different device. The surgeon opines that the wound dehisced due to the patient's obesity and thin abdominal fascia and muscles. (B)(4). Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used for abdominal closure. The patient experienced wound dehiscence. Additional information has been requested.